Manufacturer narrative:
The returned device was evaluated and the soft cannula was observed to be kinked. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. The damage did not affect the ability of fluid to flow through the fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. As treatment, the patient applied a new pod.